Event description:
The manufacturer received information alleging that the exhalation valve failed to inflate during use on a patient. There was no harm or injury reported. The device was replaced. The device was returned and evaluated by the manufacturer. The occurrence of leaking from the exhalation valve was confirmed during an operational inspection. The malfunction of the aecm caused the exhalation valve to not function properly. The device will be disposed of instead of repair for lease-up.